Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and the screen froze on the insulin pump. Customer's blood glucose level was 136 mg/dl. Customer was showering outside the bathroom. Customer stated that the esc and act buttons were unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was advised to remove that battery to avoid alarm annoyances and that the max bolus is 25. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.